Manufacturer narrative:
Add'l info will be provided once the investigation is completed.

Event description:
It was reported that during a case, the pressure on the unit spiked above 250 and would not come down. It was further reported that the shoulder of the pt blew up in size and the case was almost stopped. The unit had to be replaced.